Event description:
It was reported that early during a rhc to implant a cardiomems sensor that the patient went into a heart block rhythm, the patient was externally paced and subsequently went into cardiac arrest. CPR was initiated and the patient was transferred to the ICU. The patient was reported to have recovered and is scheduled for cardiomems implant at a later date.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per event description, "the sensor was opened but not deployed during the procedure" and "CPR was initiated and the patient was transferred to the ICU and intubated. After the patient recovered, a cardiomems sensor was implanted on (B)(6) 2024." A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that on (B)(6) 2024, a cardiomems sensor implant was aborted as the patient went into a heart block rhythm after the edwards swan ganz and abbott steelcore 0.018 guidewire had been inserted. The cardiomems sensor was opened but not implanted. The patient was externally paced and subsequently went into cardiac arrest. CPR was initiated, the patient was intubated and transferred to the ICU. Additional information was provided that the patient was reported to have recovered and a cardiomems sensor was successfully implanted on (B)(6) 2024 without adverse consequence to the patient.